Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device, balloon catheter 2af283 with lot 30278-05, and data files were returned and analyzed. Data files did not show a system notice indicating that the safety system detected fluid in the catheter and stopped the injection (system notice 50005). The data files did show that during multiple injections there was oscillation within the flow and temperature performance. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for sixteen injections. The catheter failed the performance test due to a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice 50005). Dissection and pressure testing revealed a guide wire lumen kink and breach at 2.0066 centimeters proximal from the tip. In conclusion, the reported issue (system notice 50005) has been confirmed through testing. The catheter failed the returned product inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, during thawing and deflation of the last injection with the balloon catheter, an error code indicating the safety system has detected fluid in the catheter and stopped the injection occurred. It was noted that at the time the error code was displayed, the lab staff had turned on a high frequency generator. Additionally, it was reported that the patient underwent isthmus ablation after pulmonary vein isolation (pvi) and the patient reported being unable to move their left arm. During the duration of the procedure the patient's arms were above and under their head. The balloon catheter subsequently tested out of specification upon the manufacturer's investigation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, balloon catheter 2af283 with lot 30278-05, and data files were returned and analyzed. Data files did not show any system notice for the date of the event. The data files did show that during multiple injections there was oscillation within the flow and temperature performance. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for sixteen injections. Dissection and pressure testing revealed a guide wire lumen kink and breach at 2.0066 centimeters proximal from the tip. In conclusion, the reported issue (system notice 50005) has been confirmed through device testing. The catheter failed the returned product inspection due to a guide wire lumen kink and breach.